Manufacturer narrative:
Clinical investigation: there is no documentation to show a causal relationship between the patient¿s hernia with repair and pd therapy with the liberty select cycler. However, there is a temporal relationship between pd therapy on the liberty select cycler and the patient hernia during pd therapy. The pdrn reported that the patient had a prior hernia repair at the same location prior to the start of pd therapy. Additionally, there were no allegations of a device malfunction causing a hernia. The increased intra-abdominal pressure during pd therapy is a common complication in pd patients and is known to exacerbate hernias. Based on the available information the liberty select cycler can be excluded as the cause of the hernia, although the pd therapy itself with use of the cycler most likely contributed to the exacerbation of the hernia. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient underwent hernia surgery and was completing hemodialysis (hd) for two months. Additional information was obtained through follow up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was diagnosed with a hernia on an unknown date. The hernia location was not documented in the patient file. The patient underwent outpatient hernia repair surgery on (B)(6) 2019. It is unknown if the patient was experiencing any symptoms related to the hernia prior to surgery. Per the pdrn, this patient had a prior hernia that was repaired and supposedly in the same location (unknown) prior to start of pd therapy in 2016 (date unknown). The patient did not require a change in pd prescription due to the hernia. The patient was transitioned to hd during the recovery and has since returned to pd therapy (date unknown). The patient had a follow-up with the surgeon on (B)(6) 2020 and it was determined that the pd prescription was effective.